Event description:
It was reported that a patient's device was programmed off due to severe contractions in the diaphragm which could cause the patient to vomit every three minutes. This event started after the patient's output current was increased from 1.25 ma to 1.5 ma. Initially, the settings were lowered to 1.0 ma which resolved the symptoms however, the device was programmed off at the patient's request. The patient does have hiatus hernia and other gi issues and it is unclear if these are related to the device. It should be noted that the generator is currently at end of service therefore, diagnostics cannot be performed. The device will not be removed at this time.